Event description:
It was reported that the stapler did not work. Battery empty, surgery delayed 3 minutes. Replaced by another instrument. Procedure successfully completed. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 7/29/2024 d4: batch # 681c03 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary:   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling,  the pcb board was noted to be non-functional.  As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 681c03, and no non-conformances were identified.